Event description:
A peritoneal dialysis patient that when she inspected the cassette, it seems to be leaking, at this point the cycler did not get wet and seems fine. It was not known where the leak was coming from. New information received on (B)(6) 2011 state that the leak was mainly coming out of the patient blue line. There is no report of patient ill effect,. There is no sample available for evaluation.